Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and no delivery alarm from the insulin pump. The customer stated that for the last 3 days, she has been having low blood glucose readings and no delivery. The customer resumed the pump but then treated again without receiving an alarm. The customer stated that she had a low blood glucose reading this morning and her blood glucose did not want to respond to her cool aid. The customer declined to troubleshoot. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.